Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion. Reportedly, the patient had a dehisced incision. The patient's device pocket was found with some clot but with no clear purulence. The pocket was then extensively debrided and washed with antibiotic solution. Furthermore, tissue cultures were sent for microbiology. There were no additional adverse patient effects reported. The pacemaker was explanted.